Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of a dim and discolored display screen could not be duplicated. The pump powered on with a display screen functioning per specification. The display screen lens was found to be severely scratched. Unrelated to the complaint, a battery compartment crack was observed during evaluation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the display gradually dimmed over time and was difficult to read in a bright setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.